Event description:
It was reported that after an initial bunion surgery on (B)(6) 2023 all hardware was removed on (B)(6) 2023 due to pain. After removing the hardware, it was discovered the patient had a non-union. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2023 all hardware was removed on (B)(6) 2023 due to pain. After removing the hardware, it was discovered the patient had a non-union. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation, however additional information indicates the patient had prominent hardware that may have contributed to the pain. There were no deficiencies or malfunctions alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.